Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 675 mg/dl. The customer experienced different blood glucose level of 90 mg/dl. Customer did not report any symptoms or treatment related to high blood glucose. Troubleshooting was declined by the customer. The insulin pump will be returned for analysis.